Event description:
A family member reported no delivery alarms from the insulin pump that persisted after a set and reservoir change. During troubleshooting the insulin pump alarmed no delivery again; it was advised that the device was functioning as designed. After changing sets twice the customer was able to resume pump therapy. The related infusion sets and reservoirs will be replaced. The customer's reported blood glucose value was 594 mg/dl. The customer was able to treat the high blood glucose with the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.